Event description:
As reported, the patient had an initial right tha on an unknown date. The patient was revised on (B)(6)2023; reason not reported. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.

Manufacturer narrative:
Pending investigation.